Event description:
On (B)(6) 2009 the pt reported the insulin infusion sets from her current box are leaking. She stated she was able to use 2 of the infusion sets without incident but today, when she tried to prime, she noticed bubbles in the tubing and then discovered the tubing was leaking. She stated this resulted in a small amount of insulin spilling into the cartridge chamber of her infusion device. She dried the chamber out with a cotton swab. On follow up, the pt stated she has had no further leaking. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.